Event description:
It was reported that during a lap cholecystectomy procedure, the device was making a crunching noise the whole time it was being used. Then while the device was being fired on a vessel, the jaws clamped together and would not release. Another device was used to complete the case with no pt consequence.